Event description:
Device malfunction: sds tip detachment. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure of an internal carotid artery, the rx acculink was successfully deployed at the intended site. During stent delivery system (sds) withdrawal, the tip of the sds detached inside the guide catheter. It was removed without incident. Reportedly, no resistance was felt. There was no reported adverse pt effect. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not yet completed.